Event description:
It was reported that during the device removal procedure, the device was allegedly broken and remained in the stomach. It was further reported part was removed using an endoscope. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one ponsky non-balloon replacement gastrostomy tube was returned for evaluation. Gross and microscopic visual evaluation were performed. The investigation is confirmed for the reported fracture issue, as the dome was received detached from the catheter. A break was noted on the catheter approximately 5.0 cm from the distal end of the linear external bolster. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) found that the product labeling was inadequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during the device removal procedure, the device was allegedly broken and remained in the stomach. It was further reported part was removed using an endoscope. There was no reported patient injury.